Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a left transfemoral transcatheter aortic valve replacement procedure, the distal tip of the 16f esheath+ appeared to have missing material upon removal from the patient. After the 29 mm commander delivery system and 29 mm sapien 3 ultra resilia valve failed to cross the native valve, a decision was made to pull the valve back into the sheath tip and remove the system as a unit to allow for balloon aortic valvuloplasty. After reattempting to cross the native valve with the same valve system, the esheath was removed and a staff member observed what seemed to be material loss at the distal tip. The field clinical specialist inspected the sheath and noted difficulty aligning the sheath tip edges, concurring that material appeared to be missing. The physician was subsequently informed of the concern. It was suspected that the esheath damage occurred when the valve was retracted into the sheath tip then readvanced. There was no reported resistance during insertion or withdrawal of the esheath or delivery system, and no torque was applied during the procedure. The sheath was not introduced at a steep angle, and no patient injury occurred. The final patient condition was reported as stable, and the valve was successfully implanted. The device was discarded. The provided device-related photos were reviewed, and the following was observed: distal tip torn radially and axially. Distal tip piece is missing. Liner appears to be fully expanded as designed.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of post-procedural imagery was performed, and the following was observed: the distal tip was torn radially and axially. The distal tip piece is missing. The liner appears to be fully expanded as designed. Review of the provided 3mensio revealed the following observations: the patient's right access vessel had presence of some tortuosity and calcification, including within the femoral bifurcation region. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for torn sheath distal tip was confirmed per evaluation of provided imagery. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as confirmed via 3mensio report. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. The complaint for system component separation during use was confirmed per evaluation of provided imagery. Torn tip may catch on access vasculature during system advancement/withdrawal, leading to component separation if compounded by high forces. However, since no resistance was reported during insertion/retrieval of devices, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.